Event description:
It was reported that during the cardiac resynchronization therapy pacemaker (crtp) procedure, the left ventricular (lv) lead could not be advanced into the target vein due to the softness of the lead. The physician decided not to use the lead and not to continue with the procedure. The patient's condition remained stable.